Manufacturer narrative:
The insulin pump alarmed button error followed by unresponsive buttons due to moisture damage at keypad traces. It was unable to perform the rewind, basic occlusion, occlusion, prime, excessive no delivery and displacement tests due to unresponsive buttons. Device had cracked case at reservoir tube lip and battery tube threads and minor scratched lcd window. (B)(4)

Event description:
Customer's mother reported via phone call that the customer entered his blood glucose reading into the insulin pump and the device gave a message to treat for low and locked up. The customer removed and reinserted the battery and received a button error alarm. Blood glucose value was 56 mg/dl which the customer was able to treat. The customer did not recall any significant events leading to the alarm. It was advised to discontinue the use of the device and revert to a backup plan. The insulin pump was replaced and returned for analysis.